Event description:
Approx ten days ago, the pt fell on her butt. After the fall, she was unable to get the stimulator to turn off. The pt called 911 and they came to her house, reviewed her pt manual, and they were able to get the stimulator to turn off. The pt was at home at the time of the call. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.